Event description:
A report was received from the USA that stated an 840 ventilator had logged an error code suggesting an inoperable condition. The device was not being used on a pt when event occurred.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested swapping the solenoid valve or the inspiratory electronic printed circuit board (pcb). The customer reported to have replaced both components and the device was then placed back in service. (B)(4).